Event description:
Reporter indicated that a lead malfunction was discovered during generator replacement surgery. It was reported that upon opening the generator site, the lead was found to be bent and split down the middle. The lead was also replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.